Manufacturer narrative:
Assessment and investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. However, routine trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), (B)(6) 2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case is assessed as serious as the event was surgically removed. The event occurred in compatible temporal relationship. Due to limited reporting, injection site was not provided so that a local relationship can only be assumed. Product distribution issue (serious) is considered expected as nodule and based on the recommendation that the area may be massaged to achieve an even distribution based on the currently valid EU instructions for use (IFU) of radiesse and can occur after treatment with radiesse. In this case, the product distribution issue was removed with a resolved outcome. Causality for the event is assessed as possible related to the treatment with radiesse based on compatible temporal and assumed local relationship, however there is no indication that a product-related issue contributed to the event. This case is assessed as serious with the serious event product distribution issue because surgical intervention was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a french physician via a sales representative and concerns a female patient. The patient was injected with radiesse. Seven days after the radiesse injection, the patient experienced a visible product accumulation in the right inner cheek, which required excision from the inner cheek. An incision was made, and the mass associated with the accumulation of product was removed. Everything returned to normal. The outcome of the event was reported as resolved.